Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays confirmed the lead had migrated. Surgical intervention was undertaken on (B)(6) 2016 and the physician elected to not remove or reposition the migrated lead, however added an additional lead. Reportedly, effective stimulation was restored.